Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that there were missing segments from the results field. The display does not disappear when meter is powered off, when looking at an angle. The customer performed a display check the 8s are missing the side bars on the top half. The batteries have been replaced.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Missing segments could not be observed during investigation, but the contamination can lead to the mentioned problem. Medwatch fields concomitant medical products and device evaluated by MFR were updated.